Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead was attempted, but not implanted. There was bleeding in the surgical pocket due to excessive venous blood flow at the insertion site of the lead. The physician used their finger at the insertion site to stop bleeding, however damaged the lead as a result. The lead exhibited low impedance, possible insulation breach, and a possible fracture. A new lead was implanted at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.